Event description:
It was reported there was a 2.75mm x 22mm and a 3.0mm x 18mm resolute integrity (rx) drug eluting stents implanted in the distal and proximal lad respectively in a patient. It was reported that when the stents were viewed through the stent boost, it showed that a strut fracture occurred. No patient injury occurred and no clinical sequelae were reported. Cine image review: there was diffuse disease evident in the proximal to mid lad, which was pre-dilated with a 2.0 x 10mm balloon. No issues were observed on the stent boost images of the distal stent.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation, collapse, or fracture). (B)(4).